Event description:
Customer states left front section, where seat attaches to base frame, broke at weld by angle adjustment holes.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. However, a quote for the RMA has been provided, (B)(4). Model ct6a, serial number/date (B)(4) is approximately 3 years old. The owner's manual part number 1134872 rev c (may-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height, and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the seat frame allegedly broke at the weld, where it attaches to the base frame. No injury alleged. Product is being returned to invacare for an inspection and evaluation.